Event description:
It was reported that the patient experienced thrombosis, and a clot was flushed out of the sheath. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. The sheath was inserted through the transseptal puncture, but when attempting to aspirated there was no drawback of blood. Intracardiac echocardiography (ice) imaging showed that the sheath was not up against any tissue. The sheath was withdrawn from the patient and flushed, and it was discovered that a large clot had clogged the sheath. The activated clotting time (act) of the patient was 21 at the time. The sheath was replaced with a new one that was successfully flushed and aspirated; however, the procedure was cancelled due to a patient reaction to heparin. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No outer abnormalities were noted. The sheath failed leak testing. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. The external and internal hemostatic valves had tears by the center slit. This type of malfunction can compromise the valves' ability to seal pressure and fluid within the sheath. These findings indicated the potential source of leakage and air ingress. The reported clinical observations were confirmed by the analysis results.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Investigation summary: with all the available information, boston scientific concludes the reported loss of aspirations blood in sheath event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. It was determined that the thrombosis is a known inherent risk of use of this device. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the faradrive sheath was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No outer abnormalities were noted. The sheath failed leak testing. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. The external and internal hemostatic valves had tears by the center slit. This type of malfunction can compromise the valves' ability to seal pressure and fluid within the sheath. These findings indicated the potential source of leakage and air ingress. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of thrombosis is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. Based on the information provided, the reported event of thrombosis is a known inherent risk of the faradrive device. Thrombosis is an expected procedural complication addressed within the IFU for the faradrive sheath.

Event description:
It was reported that the patient experienced thrombosis, and a clot was flushed out of the sheath. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. The sheath was inserted through the transseptal puncture, but when attempting to aspirated there was no drawback of blood, they were unable to aspirate the sheath. Intracardiac echocardiography (ice) imaging showed that the sheath was not up against any tissue. The sheath was withdrawn from the patient and flushed, and it was discovered that a large clot had clogged the sheath. The activated clotting time (act) of the patient was 211 at the time. The sheath was replaced with a new one that was successfully flushed and aspirated; however, the procedure was cancelled due to a patient reaction to heparin. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the patient experienced thrombosis, and a clot was flushed out of the sheath. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. The sheath was inserted through the transseptal puncture, but when attempting to aspirated there was no drawback of blood. Intracardiac echocardiography (ice) imaging showed that the sheath was not up against any tissue. The sheath was withdrawn from the patient and flushed, and it was discovered that a large clot had clogged the sheath. The activated clotting time (act) of the patient was 211 at the time. The sheath was replaced with a new one that was successfully flushed and aspirated; however, the procedure was cancelled due to a patient reaction to heparin. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.